Manufacturer narrative:
The service engineer observed that the roll cylinder exhibited leakage through the valve seals. The roll cylinder was replaced, as were the check valves and o-ring. The table was tested to verify proper function.

Event description:
The customer service engineer stated that the roll cylinder on the ort100 table drifted over a six hour period. There was no patient involvement.